Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis. The patient's cat had bitten the patient's catheter without them being aware of it resulting in peritonitis that was manifested by abdominal pain and cloudy effluent. The patient was hospitalized for the reported event. The treatment for the peritonitis included vancomycin, tobramycin and rocephin (doses, frequencies and routes not reported). The patient was discharged from the hospital three days later. Nine days after discharge the rocephin therapy was discontinued. The pd therapy was ongoing. The patient was reported to have recovered from the peritonitis. Additional information was requested, but is not available at this time.